Event description:
It was reported that during a routine fitting on (B) (6), 2009 a short-circuit was found between electrodes I and 5, which were then switched off. Electrodes 3 and 8 have already been deactivated due to a short-circuit some time ago. On (B) (6), 2009, a new map was created by a med-el employee. On (B) (6), 2009, the status of the electrodes was checked again. Electrodes 1 and 5 still were involved in a short-circuit, however electrodes 3 and 8 have status 'ok' again.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.